Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, a 26 mm sapien 3 ultra resilia valve was delivered through a 14 fr sheath. During delivery and rapid pacing, the delivery balloon ruptured; however, the valve was fully deployed, and post=dilatation was not required. The delivery system and ruptured balloon were successfully retracted completely into the sheath and removed as a single unit. No vascular injury was observed in the patient. The balloon rupture was circumferential. Significant leaflet calcium was noted, along with a substantial amount of stj calcium. The device was discarded at the hospital. Per imagery review of the 14fr sheath, the distal tip split axially, scratches at distal tip, and hdpe stretching at distal tip.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. Correction to b1. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the 3mensio provided showed that the patient's access vessels showed the presence of calcification and undersized vessels. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the device imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during delivery and rapid pacing, the delivery balloon ruptured." In this case, as the balloon of the associated delivery system burst, it is likely that the altered balloon profile interacted with the sheath distal tip during withdrawal, resulting in the observed distal tip split. Additionally, calcification and undersized vessel diameters were observed in the provided 3mensio imagery. Calcified nodules and undersized vessel diameters can both result in distal tips splitting, with calcified nodules directly contacting and physically damaging the sheath distal tip, and undersized vessel diameters restricting the advancement and/or retrieval pathway and increasing interaction between the delivery system and the sheath distal tip. Available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.